Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The tight target lesion was located in an artery. A synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. The physician attempted to pull the device back into the non-bsc guide extension catheter, however, the proximal edge of the stent got caught on the guide extension catheter and accordioned the stent on the stent delivery system. The physician then chose to deploy the stent in the artery before it would dislodge and post-dilated with a non-compliant balloon catheter. Further predilation of the target lesion was performed to deliver another synergy stent. The procedure was completed. No patient complications were reported and the patient's status was fine.